Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr was entrapped on the guidewire. The target lesion was located in the severely calcified left main trunk of the left anterior descending artery (lad). A 2.00mm rotapro and rotawire drive were selected for use. During the procedure, the rotawire was inserted in the lad peripheral and ablation was performed several times at the maximum of 180,000rpm. Upon withdrawal, the burr was noted to be stuck in the wire, and the devices were removed as one unit. When the wire was pulled out from the wire lumen of the rotapro, it could not be successfully removed and usage was ceased. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotawire within the rotapro device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink 3cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink near the proximal end of the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink near the proximal end of the rotawire.

Event description:
It was reported that the burr was entrapped on the guidewire. The target lesion was located in the severely calcified left main trunk of the left anterior descending artery (lad). A 2.00mm rotapro and rotawire drive were selected for use. During the procedure, the rotawire was inserted in the lad peripheral and ablation was performed several times at the maximum of 180,000rpm. Upon withdrawal, the burr was noted to be stuck in the wire, and the devices were removed as one unit. When the wire was pulled out from the wire lumen of the rotapro, it could not be successfully removed, and usage was ceased. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.